Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient underwent a left knee revision approximately 2.5 years post implantation due to femoral loosening. It was noted this was the result of fall causing persistent pain and instability and difficulty ambulating requiring a cane. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6 : suggested component code: mechanical (g04) - femur. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: pain with activities, instability, symptoms started after falling, x-rays show a loose femoral component, small radiolucency around the femoral component. Radiographs were not reviewed was sufficiently covered in the medical records. A definitive root cause cannot be determined. Additionally, it is unknown the cause of the fall for the patient. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.